Event description:
Device 1 of 3. Reference MFR report number 1627487-2013-20559, 1627487-2013-20560. It was reported the ipg would take 2 hours to recharge and would not hold the charge for long once completed. It was further reported the patient desired more stimulation in the legs. Reprogramming did not provide adequate coverage. A diagnostic check showed 4 of the contacts were higher than the others. Amplitude would not increase. Surgical intervention to replace the scs system may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.